Event description:
Sunday, (B)(6) 2019 I noticed my left breast was painful, warm to the touch and very swollen. I took a picture of how large my left breast was and how red it was. This lasted for two weeks before the welling finally went down. I woke up today ((B)(6) 2019) and my left breast is swollen, and very swollen. I have allergan textured silicone biocell implants. I did not know there had been a recall until I started (B)(6) my symptoms. My left breast is very swollen, hurts and feels like it is being squeezed. FDA safety report ID # (B)(4).